Event description:
It was reported that the patient presented for a device changeout procedure. Upon review, the atrial lead exhibited noise. The atrial lead was explanted and replaced. Patient was stable.